Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip drum was returned.

Event description:
Customer reportedly received the following results on a compact plus meter, within 10 minutes: 145 mg/dl and 400 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.